Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the device had non sustained right ventricular t-wave over-sensing, on (B)(6) 2021. Technical services was contacted but no changes have been made. The patient status is unknown.